Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown "error 23" occurred. There was no reported adverse impact to the customer's blood glucose level. No additional details were obtained pertaining to this event.